Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. No unexpected alarms or audio alerts noted during our testing. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of no delivery alarms from the insulin pump. The customer's blood glucose reading was 238 mg/dl. The customer stated that the no delivery alarm occurred when she changed her infusion set. The customer stated that it will work for a day and then rewind and nothing will push through. The customer was advised that recurring no delivery alarms may be due to site, set or reservoir issues. The customer stated that the insulin is not expired or denatured. The customer stated that she does not rotate sites and avoids scar tissue. The customer was advised of the possible causes of the no delivery alarm. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.